Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that recently they felt like there was more movement of stimulator in pocket site. They said that it didn't feel like it was glued to the hip as it was before and slightly rock it. Patient also said they had noticed a slight return of symptoms and were not sure if related to this slight change at ins site or affected by stress which said has been higher. When asked, they said that they thought they noticed both differences about a month ago. Patient said they experienced a little bit of irritation when sleeping. Patient said hadn't had any falls or trauma. Patient mentioned that they weigh about 140 lbs., and really didn't have much fat in that area. When asked, they had no difficulty connecting to implant when using external devices. Patient services reviewed general device information. Patient said that they had an electronic background and healthcare provider (hcp) reviewed detailed information regarding programs and patient has methodically adjusted settings. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.